Event description:
The user facility reported that a 6x100 misago was deployed in distal superficial femoral artery (sfa) area where some plaque dissection was present. Upon deployment the proximal end of the stent appeared to be crimped. This malformation of deployment was not flow limiting, however it was a concern for the doctor after placement. He further investigated and showed under intravascular ultrasound (ivus) that the fluoroscopy image was confirmed, and the top of the stent was crimped. The doctor was not satisfied with the stent and realigned the misago with a 6x40 zilver ptx stent. The artery of the lower extremity was not previously treated. Right superficial femoral artery (sfa) was diseased limb. Site of the puncture was the femoral artery contralateral via antegrade approach. The lesion length 100, with a 5mm vessel diameter. The patient was stable, and the procedure outcome was successful.